Event description:
The customer reported that after pipetting I/ii plates on the summit the technician noticed low sample was delivered to well h12. No error was generated by the summit. No death or serious injury was associated with this incident.